Manufacturer narrative:
The customer reported no errors or anything out of the ordinary occurred during treatment and that the treatment was fine. Based on the evaluation of the data, the system and handpiece perform as expected. Based on the available information, blisters and redness are a known possible side effects during thermage flx treatment. Patient returned to province, so the physician was not able to provide further assessment of patient status. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Further investigation underway.

Event description:
The user facility in (B)(6) reported a patient sustained a burn on the cheek and neck area during thermage treatment. After 215 shots at energy level: 1.0 - 2.0 the user observed some burn dots and redness in the patient's skin. The tip was inspected prior to use and at every 75 reps with no anomalies noted. There were no system error messages during the treatment. The handpiece was tested with another tip and functioned accurately. There was no secondary intervention required. The patient returned to another province therefore further assessment is not possible.